Manufacturer narrative:
Multiple mdrs reported for the same patient event, see 3013680140-2020-00001 & 3013680140-2020-00003. During investigation, all manufacturing records were found to be conforming. Root cause identified to be engineering specification error which allowed manufacturing variability and ultimately a thin wall condition. This is the company's first complaint; we have been working with the esig and emdr teams to gain access and have a successful test submission over the past 2 months hence the delay in 30-day reporting.

Event description:
It was reported that screws pulled through 3 of the epifix plates during surgery. It was reported that this did not affect the outcome of the surgery on the patient. No injury or delay of surgery was reported. 3 plates were explanted, remaining 4 plates were implanted successfully. No allegations were reported against the screws or instruments in the procedural kits. This is device 2 of 3 (see 3013680140-2020-00001 & 3013680140-2020-00003 for remaining devices). Device was used for treatment, not diagnosis.